Event description:
(B)(6) it was reported by the consumer caregiver that the 5310ivc bed with rails and trapeze was concaving in the middle and the feet were bent outward. There was no patient injury reported.